Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) therapy started with tr3455 on ami patient. On (B)(6) 2017 when removing iab, artery pressure could not take by optical sensor. The customer suspected that the possibility of disconnection failure of optical sensor. No patient injury was reported. Competitor¿s sheath used: (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A sensor output test was performed and the sensor was found to be within specification. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that on (B)(6) 2017 intra-aortic balloon (iab) therapy started on ami patient. On (B)(6) 2017 when removing iab, artery pressure could not take by optical sensor. The customer suspected that the possibility of disconnection failure of optical sensor. No patient injury was reported. Competitor¿s sheath used: rr-a80k10ah